Event description:
Baxter reported 1 incident of "broken occluder feet" on a transfer set. Per the affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.